Manufacturer narrative:
The pump was received with a protruded/loose drive support disk, minor scratches on the display window, and a cracked reservoir tube lip. The pump gave a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The customer had not used the insulin pump and when restarting the insulin pump received the alarm. The customer had used a tire gauge to trick the insulin pump into thinking that there was a reservoir in the compartment but no numbers came on the display. The customer was told to apply more pressure and heard a snap before the alarm occurred. The customer did not know the blood glucose reading. The drive support disk was protruded. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.